Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white piece of septum in the syringe. Reportedly, the customer continued to use the existing supplies and successfully resumed insulin delivery. Customer's blood glucose level was approximately 150 mg/dl.